Manufacturer narrative:
If no further information/ data becomes available this case is considered as closed.

Event description:
(B)(4). Users narrative: retaining plate got loosened, unable to navigate needle.

Manufacturer narrative:
Event took place in (B)(6). At this point of time no further data is available. A follow up will be sent as soon as further information becomes available. Not sent back.

Event description:
(B)(4). Users narrative: retaining plate got loosened, unable to navigate needle.